Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Treatment and harm code has been updated.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08710 inches. No displacement anomalies noted. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the programmed value properly on the display graph. Device sensor feature working properly. The motor was tested outside the device and passed. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 210 mg/dl and current blood glucose level was 214 mg/dl. The customer did not experience any symptoms regarding hospitalization. The customer had to take pump off and did not know what to do about insulin. The insulin pump will be returned for analysis.